Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional via a manufacturer representative reported an unintended device reset. The device automatically reset to the initial state setting on its own, when it happened was unknown, but the same thing occurred two times. The device was replaced. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) additionally reported that it was unknown how the device reset itself. The doctor will not return the device to the device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.